Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 422.258, lot: l869778, manufacturing site: grenchen, release to warehouse date: april 23, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the lcp-distal femur plate is broken as complained. The breakage occurred in the shaft region at the third combi hole. The plate presents mechanical damages such as nicks and scratches and approx. One third of the fracture surface presents macroscopic visible curved lines of rest. Dimensional inspection: relevant dimensions ¿ plate thickness and width were checked and found to comply with the specifications. Dimensions were checked with caliper 3-01-20766 per drawing plate thickness shaft: measured 5.83 / 5.85mm (spec. 5.6mm +0.4/-0.0mm), result = pass plate width: measured 16.14mm (spec. 16.15mm +0.1/-0.3mm), result = pass document/specification review: product drawing lcp-df plate and semifinished part 60169337 were reviewed during this investigation. The involved lot l869778 was manufactured starting from the semifinished art. 60169337/ lot l810111 (which corresponds to the supplier lot# pa10-01-019507-02) which was produced starting from the raw material heat n° . 8-02-01631/003746. The certificate of raw material has been reviewed and met the specifications. The manufacturing record evaluation showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The material and material properties of this lcp-distal femur plate were determined to be conforming at the time of manufacture. This plate is made of titanium alloy (ti al6 nb7) per iso 5832-11. Summary: the complaint condition is confirmed as the lcp-df plate was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This lot of 12 pieces was manufactured in april 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. A manufacturing related issue can be excluded. The macroscopic visible lines of rest originate from cyclic loads (load and unload) and are a clear indication of a beginning fatigue process. Finally, with the mentioned fall of the patient the plate broke by forced fracture. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially on (B)(6) 2020, the patient was implanted with less invasive stabilization system (liss) plate to treat the distal femur fracture. Patient outcome post surgery was reported as good mobilization, nearly complete weight bearing without pain. On (B)(6) 2020 clinic varus tendency was observed in rehabilitation and CT scan was normal. On the same day, in the evening the patient fell and the plate broke. On (B)(6) 2020 the patient underwent the plate removal surgery and fracture nailing procedure. No further information provided. Concomitant devices reported: lockscr ø5 self-tap l85 tan (part# : 413.385, lot #: l964914, quantity: 1); lockscr ø5 self-tap l70 tan (part# : 413.370, lot #: 33p0912, quantity: 2); lockscr ø5 self-tap l70 tan (part# : 413.370, lot #: l675253, quantity: 1); lockscr ø5 self-tap l65 tan (part# : 413.365, lot #: 5l35895, quantity: 1); lockscr ø5 self-tap l44 tan (part# : 413.344, lot #: l640805, quantity: 1); lockscr ø5 self-tap l44 tan (part# : 413.334, lot #: 6l17518, quantity: 1); lockscr ø5 self-tap l44 tan (part# : 413.334, lot #: 2l43847, quantity: 1); lockscr ø5 self-tap l32 tan (part# : 413.332, lot #: 21p5166, quantity: 1); lockscr ø5 self-tap l32 tan (part# : 413.332, lot #: l941817, quantity: 1); cortscr ø4.5 self-tap l38 ti (part# : 414.838, lot #: 2782882, quantity: 1); cortscr ø4.5 self-tap l36 ti (part# : 414.836, lot #: 3399837, quantity: 1); cortscr ø4.5 self-tap l36 ti (part# : 414.836, lot #: l689726, quantity: 1). This report is for one (1) ti lcp distal femur plate 12 holes/316mm-right. This is report 1 of 1 for complaint (B)(4).